Manufacturer narrative:
G3: initial awareness date was (B)(6) 2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device 139107, ultraclean accessory electrode 6" (15.24 cm) coated blade was being used on (B)(6) 2026 and ¿defective tip-falling out of pencil.¿ there was no impact or injury to the patient or user. Per further assessment it was reported that "the tip continuously falling off the pencil into the patient, no matter how much she tried to secure it in.¿ the tip was recovered from the patient. ¿no reports of serious injury, medical intervention, or follow-up care.¿ this report is being raised due to the reported malfunction with potential for injury upon reoccurrence.